Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was bent and difficult to open. The surgeon applied another another device to complete the procedure. The hospital has reported no pt injury occurred.